Manufacturer narrative:
Follow-up #1: date of submission 12/21/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box showed one loss of prime warnings (cs162) with low non-zero force. During testing, the pump successfully completed the 24 hour duration test with no loss of prime warnings occurring. The force sensor calibration was found to be within required specification. The pump was opened and there was no evidence of damage observed on the force sensor pins. The loss of prime issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that display was dim with discolored text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.